Event description:
Customer's spouse reported via phone call to have received a button while attempting to turn off temp basal. Customer's blood glucose was 168 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No button error alarm noted. However, unit had intermittent button response due to moisture damage on keypad traces. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.